Event description:
It was reported that the console displayed several error messages. The procedure could not be completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
This report is for the same event submitted by the user facility to FDA report number: (B)(4).

Event description:
It was reported via user facility report that unspecified errors were encountered by two laser consoles during procedures. In each procedure, the errors could not be bypassed causing the patient not to get the entire laser treatment planned. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown. This report is for the second console.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. This report is for the same event submitted by the user facility to FDA report number: 2300460000-2022-8009 email:(B)(6).

Event description:
It was reported via user facility report that unspecified errors were encountered by two laser consoles during procedures. In each procedure, the errors could not be bypassed causing the patient not to get the entire laser treatment planned. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown. This complaint refers to the second console serial number: (B)(6).